Event description:
The monopolar curved scissors (mcs) instrument was returned, the csr reported that it does not work, no further information was provided.

Manufacturer narrative:
The customer reported complaint was did not provide enough specifics for engineering to know what tests to perform. Engineering found the instrument flush tube was dislodged. The flush tube was protruding from the luer plate by .080. The flange feature on the tube was no longer present. The evidence was inconclusive, but the damage was likely due to improper cleaning. Engineering also found the distal end of the main tube had various scratch marks with light material removal. The scratches were .190 - .270 in length and not aligned with the tube axis. The one blade had a couple of small indentations below the tip. The blades had a slight delay at the tips when opened and closed due to the blade damage. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. O prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.